Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's right internal jugular vein in the intensive care unit. The physician was suturing the catheter in place using the needle holder at the proximal end of the needle. As he rotated his wrist to advance the suture through the tissue the needle broke and left a fragment in the patient's tissue. He was able to retrieve the fragment with a hemostat. There was no delay in treatment and no patient death or complications reported.